Event description:
Event description guidant received information that the charge time of this implantable cardioverter defibrillator (ICD) is approaching that of eri (elective replacement indicator) yet the battery voltage remains within the beginning-of-life (bol).